Event description:
An international distributor reported a customer's AED will not speak. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the AED detected a service code potentially related to the speaker system. Although the AED was requested for evaluation, it has not been returned; therefore, the cause of the complaint could not be determined.